Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitoring sensor did not connect because the wrong pairing code was entered; the user then replaced the sensor and started a new g7 using the correct code, and was advised on pairing expectations and when to call back, which reflects an incorrect procedure rather than a device component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user¿s glucose readings remained in range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.